Event description:
It was reported that the bed had lost power. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Result codes: excessive voltage caused cpu to burn and fuses to blow in the power inlet filter.